Event description:
It was reported that prior to use when the plunger is pulled the stopper and plunger disconnects with a bd syringe 1ml ls 200 s/c. The following information was provided by the initial reporter: it was reported that when the doctor pulls the plunger, the stopper and plunger disconnect. Issue is noticed before patient contact. Lot number and dates are unknown.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use when the plunger is pulled the stopper and plunger disconnects with a bd syringe 1ml ls 200 s/c. The following information was provided by the initial reporter: it was reported that when the doctor pulls the plunger, the stopper and plunger disconnect. Issue is noticed before patient contact. Lot number and dates are unknown.